Event description:
The physician reports that the crystalens trailing haptics tore off during loading of the iol in the lens injector cartridge. The damage was noted prior to patient contact.

Manufacturer narrative:
The device history records were reviewed, and there were no descrepancies or unusual findings.